Event description:
On (B)(6) 2012, stent was implanted. A part of wire broken just after stent had been deployed.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since it is difficult to reconstruct the situation at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. We recognize the risk of fracture, and have been conducting risk management. On our user manual, it is mentioned that possibility of migration or fracture due to tumor shrinkage. We have monitored occurrence of this complaint for same model. This report is retrospective report due to FDA foreign inspection warning letter. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For "patient information", we, taewoon and our distributor could not get more detail patient information because the hospital did not open the patient information such as "age at time of event", "date of birth", "sex" and "weight".